Manufacturer narrative:
The report event of ineffective stim was confirmed. As received, visual inspection showed the returned lead was damaged-on the terminal end electrode tip. The cause of the event is consistent with damage during use. Corrected data: section d device information has been corrected to the lead information rather than the originally reported extension.

Event description:
Correct the device info.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the extension was explanted. Surgical intervention addressed the issue.